Event description:
Pt reported obtaining a blood glucose result of 406 mg/dl, while using the suspect device. Pt stated that blood glucose immediately retested, on physician's blood glucose monitor, with a result of 117 mg/dl. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.